Event description:
It was reported that stent damage occurred. The 26mm x 2.5mm, 85% stenosed target lesion contained a bent of <=45 degree and was located in the moderately tortuous and mildly calcified right coronary artery. Predilation was performed with an unspecified balloon catheter. The physician attempted to use 2.50x28mm promus element stent delivery system, however the stent was noted to be damaged during preparation. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified no kinks along the shaft. An examination of the crimped stent found that a stent strut on the 7th row from its proximal end was slightly lifted. No other damage to the stent was noted. There was no stent fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 26mm x 2.5mm, 85% stenosed target lesion contained a bent of <=45 degree and was located in the moderately tortuous and mildly calcified right coronary artery. Predilation was performed with an unspecified balloon catheter. The physician attempted to use 2.50x28mm promus element ¿ stent delivery system, however the stent was noted to be damaged during preparation. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).